Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked and that an unspecified malfunction occurred. The customer's blood glucose level was 250 mg/dl. Customer declined to further troubleshoot and reverted to an alternate pump for insulin therapy.